Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 01oct2018. Serial number could not be confirmed. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator restarted while in diagnostic mode on battery power. When the unit reset, it came up in ventilation mode. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 10dec2018. Date of manufacturer: 07dec2018. The power management printed circuit board was returned to philips for failure analysis. The board was tested and no fault was found. The issue was unable to be replicated during testing.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 01oct2018. Serial number added. Multiple attempts to reach the customer were unsuccessful. No parts were returned to philips for investigation; therefore, the root cause of the reported issue could not be determined.